Manufacturer narrative:
Results: load cell.

Event description:
It was reported by service report that the load cell on the bed read, "code 204 - call for service" and it would not clear. No pt involvement or adverse consequences are reported.